Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Although imaging was difficult, one clip was implanted. Post deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing mr to 2-3. Per the physician, the slda was due to the difficult imaging. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported incomplete coaptation/slda appears to be due to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances, as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.